Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing thixotropic adhesive (ke45) at forceps cover. Based on the results of the investigation, olympus confirmed black liquid was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Regarding the additional reportable malfunction, the root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that there is a "gross internal leak, secreting black substance" in the ultrasound gastrovideoscope. There are no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.